Event description:
A femoral bone cyst case, in which kryptonite-x radiopaque liquid bone complex was used, required a revision surgery due to an infection. The surgeon indicated that he was able to remove segments of kryptonite-x material that were putty in consistency.

Manufacturer narrative:
There are several factors that may have played a role in creating an infection, including but not limited to; surgical procedure, improperly sterilized surgical instrumentation, personnel, or device. Additionally, kryptonite-x is contraindicated for "use in a currently infected field or surgical site located near an infection" and "use in patients with the following: c) a recent untreated infection". No documentation within the DHR was found that indicates a nonconformance that could have contributed to this event. If additional information becomes available, it will be submitted in a supplemental report. The identified product and product code is designated for export only.